Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. Also, the device failed a test step during testing. The devices system board was replaced, and software was updated to address the issues. Additionally, unknown contamination was present and the device was corrected. The foam has been installed correctly.